Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the pcba, exec processor and loaded b17 software and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit wont fully boot up. It will start and then make a high pitched noise continuously. Will not fully boot to normal operation. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit wont fully boot up. It will start and then make a high pitched noise continuously. Will not fully boot to normal operation.